Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. The rv lead was replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.